Manufacturer narrative:
The CT scan results show that some mastoid cells are occupied. Additional programming adjustments were made without improvement. An electrostatic discharge event is suspected. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. Device testing revealed results within normal limits. Programming adjustments had been made. The recipient was reportedly prescribed steroids (type unknown).

Manufacturer narrative:
The recipient is reportedly still experiencing pain. A CT scan was unremarkable and found no reason for pain. The recipient has stopped using the processor. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.